Manufacturer narrative:
The subject device except the fragment of the probe was returned for investigation. The evaluation confirmed that the probe broke off at 16mm from the distal end. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is supposed that the probe broke because physical stress was applied to the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the subject device was used during a procedure, the probe of the device was broken and fell off. This subject device was the first use.

Manufacturer narrative:
It is supposed that the output couldn't be activated since the crack occurred on the probe. Also it is considered that the probe broke because bending load was applied to the probe which had already been cracked when the user touched the probe. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the crack occurred on the probe due to the activation applying only the probe tip with strong force, or twisting the device while grasping the tissue.

Event description:
The subject device was used during laparoscopic gastrectomy. The output couldn't be activated even when the user stepped on the footswitch. The user confirmed that the crack occurred on the probe after the subject device was withdrawn from the patient's body. Then the probe was broken and fell off after the user touched the probe. The procedure was completed with a spare device. There was no patient injury reported.